Event description:
It was reported that the insulin pump alarmed no delivery during bolus and basal. Customer reported that the insulin pump goes to suspend mode by itself during the night. Customer's blood glucose was 200 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.